Event description:
It was reported to hill-rom that the head of the bed would not stay up, and that it was lowering on its own. A hill-rom service tech inspected the bed to find that CPR cable was too tight. The tension on the cable was fixed, so that the CPR function worked properly. Pursuant to our response to warning letter (B)(4), hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.